Event description:
It was reported that the customer experienced an issue where the pump's battery power level showed 0% charge despite being plugged in for over four hours, requiring a complete reset to show a full charge. There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.